Event description:
The user received erroneous results for four patient samples in bd 7 ml tubes with gel. The tubes were spun in a stat centrifuge for 5 minutes at a "higher speed than their 10 minute centrifuge." The user stated they do use the plastic rack inserts for the 13 mm tubes. For sample 1, the glucose result from the cobas 6000 was reported as 328 mg per dl. But the ER did not act on the result as their accucheck read 112 mg per dl. The lab then repeated the same sample on the integra 400 and received a result of 115.9 mg per dl. The lab then repeated the same sample in the cobas 6000 with a result of 113.2 mg per dl. Sample 2 had an original glucose result of 285.1 mg per dl from the cobas 6000 and a glucose result of 155.2 from the integra 400. The same sample was tested twice more on the cobas 6000 with results of 148.2 and 146.8 mg per dl. Sample 3 had an original potassium result of 2.4 mmol per l from the cobas 6000 and a potassium result of 3.72 mmol per l from the integra 400. The same sample was tested again on the cobas 6000 with a result of 3.6 mmol per l. Sample 4 had an original bicarbonate result of 40.8 mmol per l from the cobas 6000 and a bicarbonate result of 25.9 mmol per l from the integra 400. The same sample was tested again on the cobas 6000 with a result of 26.6 mmol per l. The only erroneous result that was reported was the glucose for sample 1. No patients were adversely affected.

Manufacturer narrative:
The field service representative determined the sample probe spring was out of position, the gear pump pressure was below 300kpa, and the av2 valves were not supplying the specified amount of rinse water to the four sample and reagent probes. He replaced four rinse unit water rinse lines and the av valve assembly. He adjusted the main pump and gear pump, the cuvette rinse unit settings and rinse bath adjustment. He replaced the sample probe and properly inserted the abnormal descent spring in the probe head. To verify the analyzer operation, he ran calibrations, controls and a 15 sample pool.